Event description:
It was reported, the high frequency electrosurgical generator had an error code e433 (reboot condition). The issue occurred during an unspecified open surgery. There were no reports of patient harm. The procedure was completed with a similar device. There was a 10 minute delay in changing equipment.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error e433 occurred due to the fact that high voltage peaks may occur at the output transformer of the generator board, which may destroy the transformer. Olympus will continue to monitor field performance for this device.